Manufacturer narrative:
E1: initial address 1: (B)(6). E1: initial reporter phone: (B)(6). Investigation results: device technical analysis: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a review of the renegade hi flo device confirmed that the reported event is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Event description:
It was reported that a microcatheter fracture occurred. A 135/20 renegade hi flo microcatheter was advanced for use in a malignant neoplasm of the rectum. No fracture was observed upon opening the package or initial inspection. However, a fracture was identified approximately 10 cm after vascular entry during the procedure. The device was subsequently removed, and the procedure was completed with another of same device. There were no patient complications as a result of this event.